Event description:
The customer reported that after eight days of use, they tried to put air into cuff, but could not. They checked the tube, and confirmed air leakage from pilot balloon. A ore-test had been done. A non-routine replacement of the tube was required.